Manufacturer narrative:
(B)(4). The year of the patient's birth was reported as (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and septicemia coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis and septicemia were manifested by fever, abdominal pain, and debilitation. The cause of the peritonitis and septicemia was not reported. On the same day, the patient was hospitalized for the events. Treatment was not reported. The next day, the patient passed away. The cause of death was reported to be peritonitis and septicemia. Dianeal therapies were ongoing until the time of death. An autopsy was not performed. No additional information is available at this time.